Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure for atrial fibrillation procedure with a carto 3 system where a map shift occurred. During the procedure, a map shift occurred with no patient or equipment movement. No error messages populated. Multiple attempts have been made to obtain additional information regarding this complaint, however, none has been made available. If a map shift occurs and the carto 3 system does not display an error or a warning message, the map shift could potentially be caused by a system malfunction, presenting a potential risk to the patient. As a result, this event is MDR reportable.

Manufacturer narrative:
Health professional changed from no to yes. Device evaluation: it was reported that a patient underwent a procedure for atrial fibrillation procedure with a carto 3 system where a map shift occurred. Field service engineer (fse) was informed by clinical account specialist (cas) that the reported issue was not duplicated during additional cases. System evaluation requested. Fse visited the account, re-installed software and replaced the lp cable due to visual damage. Annual service visit completed. All tests passed. System is operational. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. (B)(4).